Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a rise in impedance measurements. Another lead was implanted. No adverse patient effects were reported.